Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k29078, h12l19036, h13a08097, h13c02013, h13c01023, h13b17021, h13d22118, and h13e24053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents will be performed for potentially associated lot number(s): h12k29078, h12l19036, h13a08097, h13c02013, h13c01023, h13b17021, h13d22118, and h13e24053. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the pt was hospitalized for peritonitis. Treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested but is not available. This is 2 of 4 involved in this event.